Event description:
It was reported that in the afternoon during a da vinci-assisted surgical radical prostavesiculectomy with lymphadenectomy procedure, all instruments working perfectly, and at the end of the procedure, when it was in the anastomosis, the prograsp forceps stopped responding. The surgeon who was at the console asked to remove the clamp and check where a loose steel cable was noticed. It was necessary to change the clamp during the procedure. It is important to highlight that this clamp was in its second use, the first being on (B)(6) 2024 and this the second time. Due to the lack of sterilized prograsp, the forceps were replaced with another needle holder after the defect appeared. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.